Event description:
It was reported that the customer's insulin pump was not delivering the insulin. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to primer during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the prime anomaly.